Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the complainant. Therefore, the lot number was not considered. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
(B)(4) ¿ the dentist reported that 2 months and 19 days after the dental implant was installed in intraoral region 24#, its non- osseointegration was observed. Moreover, 60n.cm of primary stability was achieved, the patient presented bone type I, immediate implant was performed and immediate load procedure was done.